Event description:
A consumer implanted for non-malignant pain reported the patient programmer (pp) wasn't working because they couldn't turn stimulation on, and they were hurting. Troubleshooting was performed and it was determined this was due to them seeing the end of service (eos) message. The consumer further reported the implantable neurostimulator (ins) was less than a year old, and their healthcare provider (hcp) told them it would last seven to eight years.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.